Event description:
It was reported that, the pt was revised due to liner wear.

Manufacturer narrative:
Device not received. No eval will be performed. If the device or add'l info becomes available it will be submitted on a supplemental report.